Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the tip of the device came off and fell into the pt cavity during an ectopic procedure. The piece was successfully retrieved. There was no pt injury.